Manufacturer narrative:
The elevated ldh and pump thrombosis were captured under MFR. Report # 2916596-2018-02790. Approximate age of device ¿ 5 years, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there were low flow and low speed advisories along with pump speeds dropping to zero. Log file analysis confirmed the pump stoppages. The patient was in the seated position on battery power at the time of the event and there was one quick audible beep from the controller but it resolved before the alarm could be observed on the controller. X-rays were submitted and appeared normal. The patient was admitted and log files after admission from (B)(6) 2018 do not show any additional speed drop events. The patient will continue to be monitored. The patient has a history of elevated ldh and suspected pump thrombosis but has refused a pump exchange. No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No product was returned for analysis. Review of the submitted system controller log file confirmed the report of low flow and low speed alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The instructions for use and patient handbook outline alarms, including low speed and pump stop alarms, and the proper actions associated with them. Further warnings regarding pump stops are outlined in various sections of this handbook, and an emergency response checklist is provided in this document. In addition, the current revisions of the heartmate ii lvas IFU and patient handbook outline all alarms on the pocket controller, as well as how to respond to each alarm condition. No further information is available. The manufacturer is closing the file on this event.